Manufacturer narrative:
Initial reporter: reported via (B)(6).

Event description:
It was reported the t-max exposure shoulder positioner was attached to a bed which tipped over. Procedure completed with the same device. No patient injury were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. An analysis of the customer provided pictures showed the device was successfully attached to the surgical table. When the device is installed correctly the rail clamps should prevent the device from tipping. The t-max or table fit guide details that the surgical table being used during the operation, an amsco 4085 has been approved by smith & nephew for use with the t-max when used with a t-max am square rail clamp and a leg end attachment site. Per the customers email the device was repositioned and used to successfully complete the procedure.